Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's physician that his patient was implanted with a durom acetabular component (exact device name not reported) and has been revised due to unknown reason. No other information was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The reason why the patient underwent revision surgery was not provided. Since the implantation date was also not provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information be received or the device affected be returned and investigated and the result becomes available, an updated report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).